Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the wound drain disconnected from the trochar when the drain was introduced to the patient's skin.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), broken wound drain with a blue stripe along the tubing. It was noted that the break left a jagged edge and no pictures were returned of the trocar's end. The lot number is unknown therefore the device history record could not be reviewed. The product family for this wound drain product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the wound drain product ifus are found to be adequate based on past reviews. Correction: description of event or problem.

Event description:
It was reported that the wound drain broke from the trochar when the drain was introduced to the patient's skin.